Event description:
A malfunction with code malf 13 was reported, and the pump was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy, and a replacement pump with updated software was sent to them. Customer technical support (cts) advised the customer on storage mode instructions and the return process for the malfunctioning pump, which was to be sent back to tandem within 10 days using a pre-paid ups return label.